Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had stuck button alarm. Customer wanted to know if we can turn off the alarm for the stuck buttons because when he drives its being pressed and kept alarming since he used a different pouch since the belt clips keeps breaking. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.